Manufacturer narrative:
Concomitant products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, from approximately four days post generator changeout, the right ventricular (rv) lead exhibited rising, variable and high thresholds and rising, variable and high bipolar impedance warnings. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.